Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. Two weeks later, surgical intervention was performed to revise the ipp, and a tear was identified in the left cylinder. The pump and cylinders were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic inspection of both cylinders found wear at a fold in the middle of the cylinder. One of the cylinders had two holes resulting in a leak, in the proximal end, and consistent with sharp instrument damage. The other cylinder had a hole in the other tube with broken fabric threads from wear at the proximal end of the cylinder. This cylinder also presented a leak from input tube wear at the proximal end. The pump was inspected, and no abnormalities were identified, but the device did not pass the activation test. Based on the information, the reported observations were able to be confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. Two weeks later, surgical intervention was performed to revise the ipp, and a tear was identified in the left cylinder. The pump and cylinders were replaced. There were no patient complications reported.